Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2007. The patient underwent another undefined procedure in 2007 to repair the mesh. In 2009, the patient went to the ER with severe lower back pain and vaginal bleeding. A urinalysis showed no blood in the urine. The patient was given pain medication and discharged. Extensive follow up testing by doctors showed nothing abnormal. The patient has continued to experience periods of severe lower back pain on her lower left side and intermittent vaginal bleeding since 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01670. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).